Manufacturer narrative:
Product analysis: analysis was able to partially confirm the stated reasons for return, both keyboard hinges were broken and the stylus did not work at all (cable was damaged) however the comment about the display remaining black was unable to be reproduced. Additionally it was noted that errors were found in the log and the cable bay was damaged. The device was cleaned, both keyboard hinges, the stylus and the cable bay were replaced, the stylus was calibrated and new software was installed. The programmer then passed its electrical safety as well as all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's screen would sometimes stay black and would have to be turned off and back on again in order to use it, that the keyboard hinge was broken and the stylus was not always working. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.